Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient reported a blood glucose result of ¿70 mg/dl¿ with the subject meter and ¿59 mg/dl¿ with a laboratory device, performed within 20 minutes of each other. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. After the start of the alleged issue, the patient claimed she felt symptoms of dizzy, faint, headache and shaking. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.